Event description:
Appears to be intermittent atrial under-sensing during at/af. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).